Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) that was "high"; however, a specific value was not provided. Customer gave a correction bolus via the pump to address bg. A system check was performed, and it was found that the control iq software was not activated which contributed to the elevated bg. The customer acknowledged pump was working as intended. Reportedly, customer continued to use the pump for insulin therapy.